Event description:
(B)(4).

Manufacturer narrative:
End user reported lot number 1207724 as the offending device. Initially, a batch review was conducted and no anomalies were identified that could account for this particular failure mode. Retain samples were verified by pull test to check the seal of the needle on the needle hub and also subjected to breakage test. Both tests conducted showed the needle to be suitable. Actual receipt of returned samples from end user contained sterile product for six different lot numbers including the one reported. The offending device was not returned. Batch reviews were conducted for all lots returned with no anomalies identified that could account for this particular failure mode. In addition, the pull test was performed on each of the additional lot numbers. All results showed the samples to be suitable. This report is being submitted following a discussion with an FDA investigator (B)(4) 2013. Previously, internal procedures used for determining reporting requirements concluded that this complaint was not reportable.